Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became dislodged, as evident on chest x-ray. Device interrogation showed loss of sensing, low impedance and non capture from the rv lead. Rv lead was repositioned with no further issues. No patient complications have been reported as a result of this event.